Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The rtos, gib, interconnect cable and ps1 power supply were evaluated and replaced. The voltage on ps1 was readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. Per the fse, the system was rebooted and this resulted in a procedural delay. There is no report of injury or death associated with this event.